Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome the patient passed away. Cause of death and whether it was device or therapy related was not provided. It was unknown if there will be an autopsy or if the device will be explanted and/or returned.

Event description:
Additional information reported that the patient was implanted on (B)(6) 2022. Post-operatively, patient required their chest to be left open due to fluid overload and concern for compression/restriction to lvad flow. It was noted that the implanting surgeon utilized a left atrium (la) conduit insertion technique. The patient was not a candidate for a traditional left ventricle insertion approach due to the patient¿s small left ventricle (lv) size. The approach was using the heartmate 3 (hm3) and attaching it outside the right atrium. The inflow of the hm3 was connected to a 20 mm gortex ¿tube¿ (conduit graft) to reach the atrial septum where it was attached. The pump would then get the blood from the left atrium through this gortex conduit and into our pump. The outflow graft was sewn on the anastomosed to the ascending aorta as normally done. This way the patient¿s left side could still be fully supported despite the inability to implant into the apex of the left ventricle due to abnormally small lv dimensions. It was reported that the patient outcome was not considered device related. The death was attributed to comorbidities the patient exhibited going into surgery. The patient was very sick going in, they could not keep pressures up and required over 10 liters of fluid intraoperatively which then required their chest to be left open. Their chest was closed 24 hours later, and the patient exhibited systemic inflammatory response syndrome (sirs), required continuous veno-venous hemofiltration (cvvh) and increasing life sustaining devices. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Section h6: appropriate term not available for systemic inflammatory response syndrome (sirs). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022. Multiple requests for additional information regarding this event were submitted to the account; however, no response was received. (B)(6) has not been returned for evaluation at this time. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: appropriate term not available for systemic inflammatory response syndrome (sirs). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2022 through the left atrium using a conduit graft to reach the atrial septum where the inlet would get blood from the left atrium. The approach was used due to the patient having too small of a left ventricle for a traditional ventricle insertion. Going into the implant operation, the patient had several comorbidities with inability to keep their blood pressure up. The patient subsequently needed over 10 liters of fluid during the implant procedure, and the patient's chest was left open due to fluid overload and worry for compression/restriction to pump flow. The patient's chest was able to be closed approximately 24 hours after implant; however, the patient exhibited systemic inflammatory response syndrome (sirs) which required continuous veno-venous hemofiltration and increasing life-sustaining devices. The patient ultimately expired on (B)(6) 2022. The patient's outcome was not considered to be device related, but rather, related to the comorbidities of the patient going into the implant surgery. (B)(6) has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.